Manufacturer narrative:
(B)(4). Batch # r58c66. Device evaluation: the analysis results that one plee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy, the first three firings worked correctly, the fourth firing of the device they were unable to reload the stapler. The cartridge was not able to be reloaded. Case completed with another device of the same product code. There were no patient consequences reported.